Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that she is getting a button error alarm and the buttons were ramping on their own. The blood glucose reading is 70 mg/dl. The insulin pump will be replaced. Nothing further reported.